Event description:
Customer reported that the insulin pump may have been delivering too much insulin. Customer felt that based on the amount of insulin remaining in the reservoir, that the insulin pump was overdelivering insulin to her. Troubleshooting showed that the insulin pump was functioning properly. Blood glucose level was 135 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.